Manufacturer narrative:
Evaluation of this pump by baxter revealed that the reported condition of this pump was not duplicated. This pump meets specifications for rate and accuracy. The pump did exhibit signs of damage from being subjected to shock. The pump was serviced and returned to the customer.

Event description:
Pump reported as "intermittent stops by itself, and front label bad." No other information has been provided to date. No report of pt. Injury.